Event description:
A purchasing agent reported that an intraocular lens (iol) had been exchanged due to the pt experiencing poor, blurry vision. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn or split in two pieces with a cut-like appearance. The anterior and posterior optic surface of both optic portions were scratched. One optic portion was torn or cracked near the central optic zone. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/03/2009, 03/05/2009, 03/10/2009, 03/19/2009, and 03/20/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/01/2009.